Manufacturer narrative:
Per the clinic, the patient underwent skin revision surgery on (B)(6) 2018.

Manufacturer narrative:
This report is submitted on august 13, 2018, by cochlear ltd. On behalf of cochlear americas. Registration number (B)(4). Exemption number (B)(4).

Event description:
Per the clinic, the patient experienced persistent infection and skin overgrowth and was administered antibiotics (date not reported); however, this did not resolve this issue. Subsequently the patient underwent revision surgery to remove the abutment on (B)(6) 2018.